Event description:
It was reported that product performance data was reviewed and classified as noise. It was further reported that the device detected an episode of monitored atrial tachycardia (at)/atrial fibrillation (af); however the investigator classified the episode as sinus rhythm/paced rhythm. The right ventricular lead remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010; d224trk implantable cardioverter defibrillator, (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).